Event description:
It was reported that during a follow up, the left ventricular lead exhibited loss of capture. A chest x-ray confirmed lead dislodgement. The lead was repositioned on (B)(6) 2014 without complications.

Manufacturer narrative:
.